Manufacturer narrative:
Investigation results will be provided in the final report. Further information was requested but not received. Date of event is estimated.

Event description:
It was reported the ipg would not communicate with external devices. Patient has not charged or used stimulation in 2 months. The patient has experienced a 30 pound weight change. To address the issue, surgical intervention may occur at a later date.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error. (B)(4).

Event description:
Additional information received indicates that the patient underwent surgical intervention in which the ipg was explanted and replaced. Effective therapy was established post-operatively.